Event description:
The manufacturer received a voluntary medwatch (m5105493) alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged seeing particles. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-08261. This report was submitted as a duplicate report of the previously submitted report.